Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. The patient sample was further analyzed, and the customer's initial reactive result was confirmed. Interference analysis indicated reactivity to only one hiv-specific antigen, which is characteristic of false reactive samples. The western blot result was negative, supporting the conclusion of a false reactive result. The root cause was attributed to a sample-specific discrepancy. As stated in the assay's method sheet, single false reactive results can occur due to the assay's specificity. The reagent was confirmed to be performing as intended.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. On (B)(6) 2020, the hiv combi pt assay generated a reactive result of 3.0 coi, which was confirmed by a re-run with a result of 3.3 coi. Testing of the same sample at a partner laboratory using the elecsys hiv duo assay yielded a non-reactive result of 0.785 coi, with sub-results of 0.242 coi for hivag and 0.747 coi for ahiv. Western blot testing of the sample was negative.